Manufacturer narrative:
B3: date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate.

Event description:
It was reported that entrapped air occurred. An opticross hd catheter was selected for intravascular ultrasound (ivus). During preparation, the catheter could not be flushed, resulting in air entrapment. The procedure was successfully completed with another opticross device. There was no patient complications reported.

Manufacturer narrative:
B3: date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate. Device history review: a review was completed of the device history records (DHR) for the opticross hd, part #h74939352020, batch #0037224992. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could contribute to the event. Device technical analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed on the device. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. Risk review: a risk review performed for the opticross hd device confirmed that the event of 'device entrapped air' and 'catheter difficult to flush' were a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of 'unable to exclude device problem' following a review of the reported event details, available information, and product record review. It was reported that the catheter could not be flushed, resulting in air entrapment. The device was not returned for product analysis therefore limiting the identification of a most probable cause of the reported event. Batch record review concluded that no manufacturing deviations were identified during the manufacturing process which could have contributed to the reported issue. Improper handling, device manipulation, or not following the correct instructions during the procedure could be contributing factors to the reported issue. However, there is no additional detail pertinent to the event.

Event description:
It was reported that entrapped air occurred. An opticross hd catheter was selected for intravascular ultrasound (ivus). During preparation, the catheter could not be flushed, resulting in air entrapment. The procedure was successfully completed with another opticross device. There was no patient complications reported.